Event description:
The male patient experienced in-stent restenosis of the cypher stent placed in the left anterior descending artery. The vessel was neither calcified nor tortuous. There was 90% stenosis.